Event description:
During removal of a nail the surgeon encountered difficulty mating an explant attachment to the nail. The nail had been implanted without an endcap over 1.5 years prior. The end of the nail missing the end cap contained boney in growth and tissue.

Manufacturer narrative:
Updated.